Event description:
Customer reported receiving a blood glucose reading of 90 mg/dl from an unwashed fingertip. Paramedics were caleld and provided a reading of 58 with an unknown brand of meter from a fingertip. Paramedics cleaned sample site with alcohol prior to testing. A form of sugar was given to customer by paramedics to raise blood glucose levels.